Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie failure occurred. The device was rebooted and powered off for several minutes; however, after restart, the aux drawer cubies were not detected on the bus. A second reboot was performed, but the cubies continued to not be recognized on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) contacted the pharmacy staff regarding the reported issue and was informed that the issue was not persistent. The fse did follow up to confirm whether the issue reoccurred, and the pharmacy staff agreed to monitor the device. No issues were found, and the field service engineer closed the work order.